Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital after receiving hv therapy and still undergoing vt/vf episodes. Upon device interrogation, ineffective hv therapies were noted. Patient was rescued with external defibrillation. Device re-positioning from left to right side was planned. Patient was stable and will continue to be monitored.